Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3387s-40, lot# va03y4z , implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va03sbd, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for movement disorders. The rep reported that since the patient's most recent ins change, the patient reported shocking and pain when turning the stimulator off. The rep also reported that the patient had an increase in tremor since the most recent programming session. No further patient complications have been reported as a result of this event.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient was referred to another hcp, where the patient was implanted. The cause of the shocking/pain after turning the stimulator off and increase in tremors remains undetermined. The patient's weight was also provided. No further complications are anticipated.